Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of device not working as it lost effectiveness. They assumed that device was returned. Replaced once. Patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Per call received from patient, they stated the interstim device was removed by doctor a long time ago because it did not work. There were no other malfunction or complication were reported.